Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the particle of the blade broke off during the procedure. There were no additional actions done. There was a 10 minute delay to the procedure as another device was used. There was no patient impact.